Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a connection issue with the usb cable. A field service engineer reseated the usb cable and disabled all usb power sleep mode to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es users could not login with bio-ID and the screen displayed failure. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.